Manufacturer narrative:
Additional information: section d.6b, h.6. Correction information: section h.4. Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have resolved, and the magnet remains in the appropriately place. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and swelling following an MRI. The bandage protocol was reportedly not followed. The recipient was reportedly prescribed pain medication (type: unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.